Event description:
Patient was undergoing embolization procedure for two aneurysms with penumbra coil 400 system. Two coils were successfully placed with assistance from an enterprise stent. Upon attempted detachment of the third and last coil, the coil was advanced approximately 60% into the aneurysm when it detached prematurely. The coil was unable to be controlled or removed therefore; the physician deployed a stent to secure the part of the coil outside the aneurysm to the vessel wall. The coil was successfully contained. This device malfunction was not associated with any adverse events.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.